Manufacturer narrative:
(B)(4). Date sent: 9/23/2024. D4: batch # 921c46. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and a reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number 921c46, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, after tip closing, the device could not be fired at all at the 1st firing even if the fire lever was gripped. The doctor though that the battery was dead. The cartridge color was white. It was used on blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.